Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact had set up the solution connector and it comes loose in the middle of the night spilling solution all over the floor. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the clinic was unaware of the adapter fluid leak event and could not confirm the date or sample availability. The pdrn confirmed the patient uses the baxter icodextrin solution bag during the last fill of treatment. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The pdrn stated that the patient is continuing with peritoneal dialysis treatment on the original cycler without issue. Additional information was requested, however it was not available.